Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on (B)(6) 2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.